Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed but not reproduced by baxter personnel during product evaluation. The root cause was assigned to moisture in the pump head module channel. The tubing channel was cleaned and dried to correct this condition. The pump subsequently passed the air in line test during rit testing, therefore no further actions were required. Should additional information be received, a follow-up medwatch will be submitted.